Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arcr procedure, the "healicoil knotless anchor" broke at distal part when the suture passed through the distal anchor. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug are intact on the device and the distal tip is detached from device and is broken into two pieces. The anchor plug when pushed all the way out has half of the broken part of the distal tip on it. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests a complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device no containment or corrective actions are recommended at this time.